Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I've been having quite a bit of shortness of breath. I don't think it's going fast enough or something". The patient also reported "it happens with very little exertion, walking up the stairs, or gardening, and then standing up, and I get out of breath". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.